Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03238. It was reported the pt is no longer receiving stimulation in her low back and left lower extremity after experiencing multiple falls and transferring between beds which made her twist and move. Lead diagnostics showed invalid impedance values for the scs lead. A sjm rep was unable to resolve the issue with reprogramming. Subsequently, x-rays were taken and revealed the scs lead had migrated.